Event description:
It was reported to philips that the device was dropped. While servicing the device, the philips bench technician discovered the processor pca was damaged. The device was not in use on a patient.